Event description:
It was reported that a clearlink system y-type blood/solution set was leaking blood from the port closest to the end of tubing. This was observed during the start of a blood transfusion of packed red blood cell (prbc). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.